Event description:
It was reported occlusion alarms occurred and that insulin drips were not observed to be exiting the tubing during the load fill process. Customer changed pump supplies to address the issues. Additionally, it was reported that the insulin gauge was inaccurate and that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.